Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal of trochanteric femoral nail advanced (tfna) system short nails sterile, tfna helical blade and distal locking screw due to non-healing and bad bone quality. The procedure was then converted to a total hip procedure. Procedure and patient outcome is unknown. This report is for one (1) unknown - nail head elements: tfna helical blade. This is report 2 of 3 for (B)(4).